Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgeon applied disinfectant across a large area, the complete surgical field.additional information from the rep reported the physician passed once with neoxina alcolcia 0.5% on non sterile field then twice on the sterile field with bd chloraprep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a total knee arthroplasty (tka), a skin burn was noticed at the distal end of the skin incision. The aqm had been used for no more than 4 minutes at 140 w at medium flow, and suction was used continuously at the aqm tip. The physician stopped using the aqm and returned to traditional electrosurgery. It was noted that in the case the physician did not used the steril drape, before the surgery the skin was disinfection passing twice with alcoholic clorexidina. Additional information was received and it was noted that the degree of burn was a first degree skin burn. It was stated that they used proper skin cream and medication to treat the skin burns. They were not able to determine that cause and was unable to have certainties, but the physician was convinced it was due to the handpiece hot saline runout. It was further noted that the patient was well and the skin burn had totally healed. The generator was still in use.